Event description:
It was further reported that the patient was seen in clinic and the physician was able to manipulate the device (flip and stand vertically). The device pocket was revised and the device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407645 lead, implanted on (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they ¿woke up, felt my chest and a huge protrusion. The ICD was sideways. It has done it 4 additional times, flips and goes sideways. I have had some left arm pain, just below my shoulder that started the same time.¿ the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.